Event description:
Rptr claims the product syringe and needle are being hand labeled and sealed by a seal-a-meal in the co's office by the owner. He claims the product is not being packaged, labeled and sealed properly. A copy of the label was faxed to FDA by the complainant.